Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during drain four of four of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had left a clamp open on an unused supply line. The power was cycled to clear the alarm. Proper procedures were reviewed and the patient planned to finish therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, a clamp being left open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.